Event description:
Difficult to release the clasp: the procedure was initiated to implant a najuta stent-graft (43mm, kawasumi) distally and the relay pro device centrally. The procedure plan was to implant the relay pro with alignment the central side of the device just below the lcca and to implant the najuta between the ascending aorta and the bca after two debranching. The stent grafts were deployed to the desired position as preoperatively discussed. To release the clasp, the black apex holder knob (no.3) was rotated 90 degree and slided it toward the gray guidewire luer, but the knob returned to the original position as if it was spring loaded. Several attempts were made to release the clasp, but the knob returned to the original position. Another attempt was made to release the clasp after the whole relay pro device was advanced and retracted, and a torque was applied to the distal of the proximal part of the device with a slight rotation, but the clasp was not released. Then the second physician held the knob pulled proximally, and the device was advanced and retracted again, and while applying a torque was applied to the distal of the proximal part of the device with a slight rotation, the clasp was released and the stent-graft was fully released. The physician's comments and requests: in this case, there was no health damage to the patient as the clasp was released. However, if the clasp could not be released, the device had to be removed by a median incision using artificial cardiopulmonary bypass, which could lead to a serious adverse event. As a manufacturer of the device, we would like to ask you to minutely investigate followings. (1) investigation report on the cause of the failure of clasp release (2) investigation report on the cause of the clasp returning to the original position without releasing even though the knob was slided it toward the gray guidewire luer. (3) report on the measures to be taken when clasp release is failed. (4) report on the occurrence of the same event and similar cases both in japan and overseas. The physician requested us to investigate the above and submit the investigation reports as soon as possible. Operation type: thoracic stent graft implantation ((B)(4)). Patient outcome - "no health damage to the patient."

Event description:
Difficult to release the clasp: the procedure was initiated to implant a najuta stent-graft (43mm, kawasumi) distally and the relay pro device centrally. The procedure plan was to implant the relay pro with alignment the central side of the device just below the lcca and to implant the najuta between the ascending aorta and the bca after two debranching. The stent grafts were deployed to the desired position as preoperatively discussed. To release the clasp, the black apex holder knob (no.3) was rotated 90 degree and slided it toward the gray guidewire luer, but the knob returned to the original position as if it was spring loaded. Several attempts were made to release the clasp, but the knob returned to the original position. Another attempt was made to release the clasp after the whole relay pro device was advanced and retracted, and a torque was applied to the distal of the proximal part of the device with a slight rotation, but the clasp was not released. Then the second physician held the knob pulled proximally, and the device was advanced and retracted again, and while applying a torque was applied to the distal of the proximal part of the device with a slight rotation, the clasp was released and the stent-graft was fully released. The physician's comments and requests: in this case, there was no health damage to the patient as the clasp was released. However, if the clasp could not be released, the device had to be removed by a median incision using artificial cardiopulmonary bypass, which could lead to a serious adverse event. As a manufacturer of the device, we would like to ask you to minutely investigate followings. (1) investigation report on the cause of the failure of clasp release (2) investigation report on the cause of the clasp returning to the original position without releasing even though the knob was slided it toward the gray guidewire luer. (3) report on the measures to be taken when clasp release is failed. (4) report on the occurrence of the same event and similar cases both in japan and overseas. The physician requested us to investigate the above and submit the investigation reports as soon as possible. Operation type: thoracic stent graft implantation (B)(6) patient outcome - "no health damage to the patient."